Event description:
It was reported by the customer that bd pyxis medstation es system had a drawer failure as it was not detected on the communication bus. The customer also added that they rebooted the station with no success. The customer stated that the user was prevented from accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer failure happened due to it not being detected on the communication bus. The field service engineer found a loose connection between the raw cable and control board. Reseated all cables and replaced flat flax cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full-height drawer 5 cubie row was not detected on the communication bus. A field service engineer found a loose connection between row cable and controller board and reseated all the cables. A field service engineer replaced the flat flax cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system auxiliary drawer 5 failed to open and displayed an error as a device was not detected on the communication bus. The customer stated that the user was prevented from accessing the medication for the patient. There were no adverse events or injuries reported based on this event.